Event description:
It was reported that the stent was difficult to remove. The calcified target lesion was located in the distal right coronary artery with an angulation of about 75 degrees. A 3.50 x 20 promus premier select was selected and kinks were noted in the middle of the shaft prior to use. The stent was advanced, but friction was encountered when trying to pass the lesion. The stent was retracted with difficulty and when removed from the guiding catheter, some struts were noted to be lifted up. The procedure was completed with another of the same device and the patient was stable post procedure.